Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's all events are tracked and trended to determine whether or not any trends develop. Since this is an OEM supplied device, a lot history review is not applicable. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, they were trying to connect and disconnect the hemopro2 extension cable and pulled too hard and the tip of the collar popped off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.